Event description:
The lay user/reporter called lifescan (lfs) on december 19, 2007 alleging the one touch ultra meter had an unknown issue. The medical affairs specialist spoke to the patient on january 5, 2008. The reporter called on her father's behalf and stated that the meter was not working. She did not know what the specific issue was with the meter. In 2007, the patient felt hypoglycemic, symptoms not known to the reporter. The paramedics were called and the patient was taken to the hospital. He was treated for low blood glucose. She could not provide the details of the event. She stated, that he takes insulin, which is based on the meter results, but she did not know the type or the dosage. This complaint is reported, as the issue was not resolved and the reporter claimed the patient was found to be hypoglycemic after the unknown reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.